Manufacturer narrative:
UDI= (B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. A review of the sterilization documentation for the explanted device found them to be satisfactory.

Event description:
A report was received that the trial patient seemed to develop an infection at the injection site. Symptom was fever. The patient was brought to the emergency room (ER); was admitted overnight and was prescribed a course of antibiotics. The physician had taken the leads out of the epidural space and believed that the infection could be procedure related but was not sure or it could be the bandage that was not being on. The patient was reportedly doing well.